Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-06-02. H6: investigation summary : the customer reported that the tubing allowed flow of lipids even when clamped. The customer returned two used samples of model #2202-0007 under pr 2763976. The complaint of leakage from below the clamped roller clamp was unable to be verified, as there was no flow in the tubing. The tubing was returned full of lipids, which coagulated and no flow was achieved within the tubing. The tubing was gravity-fed for half an hour with 85% glycerin/15% water solution and there was no flow past the coagulated filter. A device history record review for model 2202-0007 lot number 20105929 was performed. The search showed that a total of 7,683 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause is unknown without a failure. This incident has been added to our database of reported incidents. H3 other text : see h10.

Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material no.: 2202-0007; batch no.: 20105929. Rn was priming total parenteral nutrition (tpn) and lipids. When priming lipids with the lipid tubing (blue with filter), the line continued to flow even when clamped. Rn attempted to use a new set of tubing and again when the line was clamped the line continued to flow. It appears that the roller clamp stops new flow of fluids from the bag, but the filter continues to drain causing anything below the roller clamp to leak. This is a recurring issue with this product. There was no detectable harm.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed medical device expiration date: na. FDA notified: the initial reporter also notified the FDA on 2021-05-03 via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem 20dp v/nv 1.2mf dehp free experienced leakage. The following information was provided by the initial reporter: material no.: 2202-0007 batch no.: 20105929. Rn was priming total parenteral nutrition (tpn) and lipids. When priming lipids with the lipid tubing (blue with filter), the line continued to flow even when clamped. Rn attempted to use a new set of tubing and again when the line was clamped the line continued to flow. It appears that the roller clamp stops new flow of fluids from the bag, but the filter continues to drain causing anything below the roller clamp to leak. This is a recurring issue with this product. There was no detectable harm.